Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. Faulty mobile view station (mvs) power board and gantry motion controller were found. Also, fuses on mvs board blown, suspect faulty pca. New mvs power board, fuses and motion controller were ordered. Parts were replaced and system tested and passed all checks. System put back into use. Power board and motion controller were sent back to manufacturer, analysis could not confirm reported problem on either of the parts. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the system booted down after being used in a case. The system power light was off and the system was plugged in to a known working outlet. Field service engineer (fse) dispatched to site. There was no patient present when this issue was identified.